Manufacturer narrative:
(B)(4). Ami has repaired the appliance and replaced the locking screw. An investigation has been initiated to determine the cause.

Event description:
Ami was contacted that a patient using the tap 3 tl appliance broke the locking screw off. There was no harm to the patient.